Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was reported that the atrial lead showed noise episodes. Additional information about the resolution of the event was requested but is yet to be provided. The patient was stable.